Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient tried to swallow the capsule twice and was unable to. The capsule was left blinking for almost 2 hours. There was no patient and user harm.